Manufacturer narrative:
Log file analysis: a review of the controller log files associated with the event captured, confirmed the high watt alarms. A rise in power consumption has been logged starting (B)(6) 2015 to a peak of 6.1w on (B)(6) 2015 outside of normal power consumption. 54 high watt alarms have been logged since (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. A review of the device's manufacturing records indicated there were no ncmrs generated that could be related to the reported event. Upon completion of the review, it was concluded that the unit met the internal requirements prior to its quality assurance release process. Pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device was not returned for evaluation. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The patient's outcome related to the reported event was likely due to pre-existing medical history, anticoagulation therapy and related comorbidities. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The pump was disposed of and thus is not available for return. The controller will not be returned for analysis. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this patient was admitted to an outside hospital with a 10 day history of dark urine. The patient was transferred to the implanting facility on (B)(6) 2015 with "high watt" alarms. Thrombolytic therapy was initiated; however, the patient expired on (B)(6) 2015. The official cause of death is unknown. The pump was disposed by the site. Investigation is ongoing.